Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The sulu (single used loading unit) was partially fired. Functional testing included loading sulu into a pmv test unit. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. Our instructions for use warn against the action that was taken. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing for proximal pancreaticoduodenectomy, the surgeon started firing the device, however could not advance the firing knob on the halfway. Replaced by new cartridge and started firing, however the same event occurred on the halfway. The procedure was completed by using another device. There was no patient injury.